Manufacturer narrative:
See h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2021-01398; 243-02-106, s810 - device loosening, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to loosening.